Event description:
The customer reported that the battery charger indicated "over voltage". No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone evaluation. The service representative advised the customer to replace the batteries. No further service information is available so no conclusion can be drawn.